Event description:
Customer's husband reported that the sensor adhered to the serter device. The blood glucose reading at the time of the report was 212 mg/dl. He stated that the customer had a blood glucose of 400 mg/dl at one point when the issue first occurred. The customer had treated with insulin and husband declined troubleshooting as the issue was resolved with a set change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.